Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that partially retracted. The following information was provided by the initial reporter: when it comes to channeling the patient, it is observed how the spring thread is retracted with the needle out.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that partially retracted. The following information was provided by the initial reporter: when it comes to channeling the patient, it is observed how the spring thread is retracted with the needle out.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The root cause cannot be determined for an unconfirmed defect.